Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit took uneven grafts and thick cuts past the skin, into layers of fat. They also claimed the handpiece was jumping or bouncing during the graft. There was patient impact. Due diligence is in process; no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11 review of the most recent repair record determined the device was not cutting properly; the motor rpms were noise but within specification, the control bar was loose, the control bar and ball plunger were not in the correct position, the reciprocating arm was damaged, the spring pin was set too high, and the dowel pins were not flush. The lever, ball plungers, planetary gears, reciprocating arm, spring seal, motor sleeve, swivel, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Complaint can be confirmed through the returned product analysis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.